Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of an unknown value. There was no reported adverse impact to the customer's blood glucose. After review of the pump data logs, tandem technical support found the insulin gauge to be decreasing as intended.